Manufacturer narrative:
The service representative inspected the alinity I processing module, serial number (B)(6), performed troubleshooting procedures and determined the alinity pipettor probes (03r96-01) the cause of the result issue. The part was replaced, and the issue was resolved. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues for discrepant results as described in this complaint. Additionally review of complaint and trending data associated with the alinity pipettor probes (03r96-01) did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the alinity I processing module, serial number (B)(6) or the alinity pipettor probes (03r96-01). This issue was previously reported under MDR number 3005094123-2025-00041 under a different suspect device.

Event description:
The customer reported a false positive alinity stat high sensitive troponin-I result for one patient generated on the alinity I processing module. The following data was provided: sid (B)(6), initial result = 46 ng/l, repeat result = 3.8 ng/l, repeat result on another module = 3.8 ng/l. No customer cutoff was provided for alinity I stat high sensitive troponin-I, therefore using the package insert overall cut off of 26.2 ng/l. There was no impact to patient management reported.